Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 990 mg/dl at the time of hospitalization. Customer had symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. Customer was treated with intravenous insulin and intravenous fluid. Customer stated that the insulin pump had insulin flow block alarm. Customer did not use the minimed 670g system. Customer declined to check air bubbles and leak. Customer did not allege insulin pump for under delivering. Customer was assisted with high pressure test and insulin pump passed high pressure test. The insulin pump will not be returned for analysis.